Manufacturer narrative:
Vyaire file identification: (B)(4). The technical support confirmed that the inspiration block is leaking. Log files show that leak is 0.5 lpm but the insp valve failed. The customer was requested to perform the insp block / valve test. At this time, no updates received from the customer. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that leak was shown on the logfiles of the bellavista. There is no patient involvement associated with this event.